Manufacturer narrative:
Evaluation in progress, but not yet concluded.

Event description:
During field service installation, the user reported the air bubble detector was giving a yellow alert error message. No other details regarding the nature of the event were provided. Since this event occurred during field service installation, there was no patient involvement during this event.